Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "when opening the box (consignment product) during the surgery, the drill bit of the omega cephalic screw was missing. The operation took a long time with the consequent risk for the patient. As an alternative, material from another commercial company was sought. It had to be sterilized and implanted, all of this took some time but the surgery was completed. To date, no adverse effects have been reported in the patient."

Event description:
As reported: "when opening the box (consignment product) during the surgery, the drill bit of the omega cephalic screw was missing. The operation took a long time with the consequent risk for the patient. As an alternative, material from another commercial company was sought. It had to be sterilized and implanted, all of this took some time but the surgery was completed. To date, no adverse effects have been reported in the patient."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation as it was missing, and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a distribution related issue. As the device was under stryker consignment when the event occurred, a local non-conformity was opened to cover this missing device event to avoid such an occurrence in the future. In addition, and in this relation, the instructions for use also indicate the user should ultimately ensure all components are available before the procedure begins: before every operation, ensure that all components and devices to be used during the operation are available in the operation theatre and function correctly with each other. If the device is returned or if any additional information is provided, the investigation will be reassessed.